Manufacturer narrative:
Additional information updated: b5: describe event/problem, h6: device codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of pain and discomfort are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced difficulty locating pump for device inflation. Upon evaluation, the physician confirmed that the ipp was functioning as intended, with proper inflation and deflation. However, the patient stated that the pump feels positioned low in the scrotum, making it difficult to manipulate independently from the testicles. He also reported pain when compressing the pump, but according to the physician, this is most likely related to disuse. The physician advised the patient that regular inflation of the device may help improve both tenderness and usability over time. Additionally, the patient described experiencing a needle-sticking sensation in the penis and scrotal area occurring randomly since the procedure. The physician indicated this is likely associated with normal postoperative healing. To improve access to the pump, a minor surgical procedure was performed to reposition the component to a more accessible location. The device remains implanted and fully functional. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of pain and discomfort are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced difficulty locating pump for device inflation. Upon evaluation, the physician confirmed that the ipp was functioning as intended, with proper inflation and deflation. However, the patient stated that the pump feels positioned low in the scrotum, making it difficult to manipulate independently from the testicles. He also reported pain when compressing the pump, but according to the physician, this is most likely related to disuse. The physician advised the patient that regular inflation of the device may help improve both tenderness and usability over time. Additionally, the patient described experiencing a needle-sticking sensation in the penis and scrotal area occurring randomly since the procedure. The physician indicated this is likely associated with normal postoperative healing. To improve access to the pump, a minor surgical procedure was performed to reposition the component to a more accessible location. The device remains implanted and fully functional. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of pain and discomfort are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced difficulty inflating the device. Upon evaluation, the physician confirmed that the ipp was functioning as intended, with proper inflation and deflation. However, the patient stated that the pump feels positioned low in the scrotum, making it difficult to manipulate independently from the testicles. He also reported pain when compressing the pump, but according to the physician, this is most likely related to disuse. The physician advised the patient that regular inflation of the device may help improve both tenderness and usability over time. Additionally, the patient described experiencing a needle-sticking sensation in the penis and scrotal area occurring randomly since the procedure. The physician indicated this is likely associated with normal postoperative healing. To improve access to the pump, a minor surgical procedure was performed to reposition the device to a more accessible location. The device remains implanted and fully functional. No additional information was provided.